Manufacturer narrative:
Trackwise #(B)(4).

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 silicone covering piece came off inside the patient's leg. The harvester was able to disconnect the power cord and retrieve the piece from the patient's leg. They used a new kit to complete the case. There was a delay in the case. There were no patient effects. Harvester was furious about the event.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of heavy blood and charred material were observed. The heater wire was observed to be intact with no visual defects observed. There were no visual defects observed on the intact silicone insulation of the hot jaw. The gray cold jaw silicone insulation was observed to be completely peeled/detached and manually placed back over jaw. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000365391 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a